Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to case damage and usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver having no power. Functional tests were not performed due to usb connector damage. The receiver log was not downloaded and reviewed due to burnt melted plastic at the usb port. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.